Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, it was reported that the keypad buttons were intermittently unresponsive due to the keypad coming away from the pump. This complaint is being reported because the issue remained unresolved at the time of trouble shooting. There is no indication that the product issue caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/11/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact but the keypad buttons were ¿puffed up.¿ during testing, all keypad buttons were responsive. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, the display screen was found to be dim/faded. A test screen was inserted and functioned appropriately.